Event description:
The user facility initially reported licox incidents with three separate pts. It was reported that the bolt came out of the pts' heads. The user facility reported that the bolt was all the way into each pts' skull, but the bolt came out. The three incidents occurred in both adults and children. Further info confirmed it was the probe that fell out of the pt's head, not the bolt as originally reported. This medical device report is linked to 9617494-2005-00023 and 9617494-2005-00025.